Event description:
It was reported that the preloaded intraocular lens (iol) had an optical defect at the edge of the lens. The iol remains implanted. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: the customer provided a photograph that was evaluated. The photograph showed an eye implanted with the suspect product and a scratch was observed on the edge of the optic. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photograph assessment. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.